Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005, and a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient underwent left hip revision procedure on (B)(6) 2010 and right hip revision procedure on (B)(6) 2011, due to patient allegations of pain, limited mobility around left hip, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-04364 / 04367).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient underwent left hip revision procedure on (B)(6) 2010 and right hip revision procedure on (B)(6) 2011, due to patient allegations of pain, limited mobility around left hip, metal poisoning, metallosis and elevated metal ion levels. Additional information received from revision operative report noted acetabular loosening, metallosis, osteolysis, metallic staining and fluid and metallic synovitis during the left hip revision procedure on (B)(6) 2010. Operative report further noted pain, elevated metal ion levels, metallosis, metallic staining and lysis around the acetabular cup during the right hip revision procedure on (B)(6) 2011. The modular head and acetabular cup were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.